Event description:
It was reported that externalized conductors were observed on the lead during device change out for eri. No electrical anomalies were noted. The patient was asymptomatic, and will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.